Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The purpose of this submission is also to provide a correction of version or model # and catalog #. This is based on the result of an internal review noting the initial report was incorrectly submitted stating another manufacture date. #d4 previous version or model #: ard567901106. Corrected version or model #: ard567910901. Previous catalog#: ard567901106. Corrected catalog#: ard567910901.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with hanaulux 3005 surgical light. The customer has reported that the head light has broken off from the spring arm as a result of the front pivot part rupturing. There was no injury reported, however we decided to report the issue based on the potential as it may lead to serious injury or worse. The rupture of the front pivot was caused by a tearing of the spring arm tube at the edge of the welding joint. The contributing factors correspond to excessive or repetitive mechanical stresses. The spring arm design changed, by increasing the thickness of the tube. The field action msa/2017/002/iu was launched in order to replace the former acrobat 2000 spring arms, manufactured between 2004 and 2006, by the new spring arms including a tube thickness of 2,35 mm. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as it was still of the original and unaddressed design. Despite our best efforts there is no information available to us whether during the event occurrence, the device was or was not being used for patient treatment. Per our investigation it was established that the involved device was not addressed as intended in the field action due to human error. Further review shows this was in fact a single and isolated error. In conclusion the field action to address the issue appears effective, and devices on the market are considered to perform safely and effectively.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 10th october, 2020 getinge became aware of an issue with hanaulux 3005 surgical light. Customer has reported that head light has broken off from the spring arm. There was no injury reported, however we decided to report the issue based on the potential as it may lead to serious injury or worse.